Manufacturer narrative:
Manufacturer ref no.: (B)(4). Unit received with distorted audio. Further evaluation found audio was restored to normal using a test rear case. The rear case was replaced which includes the speaker.

Event description:
It was found during a baxter evaluation that a pump has distorted audio. There was no patient involvement.